Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv threshold increased to greater than 2.5 volts the week of (B)(6) 2015 and remained high and unstable. (B)(4).

Event description:
It was reported that the patient was symptomatic once the implantable pulse generator (ipg) reached elective replacement indicator (eri) and vvi 65. The device reached eri earlier than expected. Capture management recorded some intermittent high right ventricular (rv) thresholds. It was noted that there appeared to be latency between a pacing pulse delivered and the actual depolarization, which may have contributed to the incorrectly high rv capture threshold measurements. This may have led to periods of increased pacing outputs. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.